Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving fentanyl [50 mcg/ml] at an unknown rate via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at initial interrogation and event logs. The patient did not recently have an MRI and a stopped pump period may exceed tube set message was confirmed. The patient came in for a refill and when they checked the pump they noted that the expected residual volume (erv) was 1.8 ml and actual residual volume (arv) was 17.5 ml. There were no reported symptoms and no further complications reported/anticipated.